Event description:
It was reported during a low anterior resection the surgeon used the tlc55 to divide the bowel. The firing stroke felt normal, however he noted that it had a much higher force-to-fire than the ussc gia product. He noticed the staple line was incomplete on both sides of the cut line, allowing bowel contents to leak into the abdomen. He did not fire the device again or open another device. The case was completed with a hand suture. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 50010. Proximate linear cutter: based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was returned with three formed staples in the distal end of the cartridge. These staples were measured & were found to be conforming with respect to mfg requirements. The instrument was fired with a reload cartridge & it fired & formed all the staples as designed. The staple heights & staple formation from the reload cartridge were also measured & were found to be conforming with respect to mfg requirements. Additionally, the force to fire the instrument was measured & was found to be conforming with mfg requirements for force to fire.